Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that a catheter dye study was done and there was dye in the pocket so the catheter issue was confirmed in (B)(6) 2017. The pump had been programmed to minimum rate mode in (B)(6) 2017. The (B)(6) 2017 pump/catheter revision was put on hold due to the right knee infection, as the patient had knee surgery. The patient experienced sepsis and in (B)(6) 2017 the leg was amputation below the right knee. Per the hcp, the infection, subsequent sepsis, and amputation were not caused by the device or therapy. Empty reservoir occurred on (B)(6) 2018. Since the pump would be replaced as soon as all the other medical issues were resolved, they were not planning on refilling the pump. There were no further complications reported at this time.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving dilaudid (50mg/ml at an unknown dose) via intrathecal drug delivery pump. The indication for use was noted as failed back surgery syndrome and spinal pain. It was reported that the patient was not getting any pain relief "like a year" before (B)(6) 2017, so he went to another hcp who determined the patient had a broken catheter after doing a dye study in 2017. They put the pump on the lowest setting possible and then never refilled the pump in 2017(B)(6). The patient reported this to his hcp as his "pump is no longer functioning." There were no further complications reported at this time.